Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient is experiencing an irregular pulse rate since (B)(6) 2016. It was stated that their pulse has really been "off the records" going from 141 to 36 back and forth. When the healthcare provider (hcp) was consulted regarding the issue they did not know if it could be caused by the dbs device and suggested the patient wear a heart monitor. Follow up with the hcp and implanting surgeon is to be conducted. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.